Manufacturer narrative:
D4/h4): the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3/h6): the lld ez was not returned, thus no returned product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath over the rv lead, progress stalled under the clavicle. Next, the same 14f glidelight was advanced over the ra lead, and advancement stalled in the same area. Then, a spectranetics 11f tightrail sub-c rotating dilator sheath was used on the ra lead, and ra lead was able to be removed successfully. Lastly, working to extract the rv lead with the same 11f tightrail sub-c, the rv lead began to stretch, but advancement was successful to the innominate region. The 14f glidelight was used again, with no further progress. At that time, the rv lead further stretched and broke with use of traction. A cook medical bulldog lead extender was placed over the rv lead, and a spectranetics 11f tightrail (long) was used to progress slightly, but then stalled, with no advancement made past the innominate region. It appeared that the tip of the rv lead had freed from the myocardium and pulled back, but still could not be extracted. Switching back to the 11f tightrail sub-c, the rv lead and lld ez broke in the subclavian region and the bulldog pulled back from the lead, resulting in a total loss of traction from the pocket. A small portion of the rv lead tip was observed to have jumped forward and appeared to be free floating in the right atrium. The other portion remained in the superior vena cava (svc) with a piece of lead coil attached back to the subclavian. Therefore, from a femoral approach, the portion of lead and lead coil was removed with a merit medical en snare endovascular snare system. Once the remnant of lead/lld ez were removed, the en snare was used again to retrieve the lead tip. However, during removal, the lead tip fell off the snaring device in the area of the right external iliac vein. Multiple attempts were made to re-capture the lead tip with different sizes and types of snares but were unsuccessful. The lead tip, estimated to be 3-4mm in length, lodged within a very small side branch of the iliac vein (confirmed by veinography), where the physician determined it was safe to abandon it in this area. All philips devices were removed intact, the procedure was completed, and the patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the lead initially broke, and subsequently the lead and lld ez broke, requiring intervention to attempt removal of the lead remnants.